Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer had an issue with a rinse station failure where the rinse nozzles flooded the cuvettes and caused questionable low results for an unknown number of patient samples. Two examples of creatinine results were provided. Sample 1 initial result was 43 umol/l and the repeat result was 109 umol/l. Sample 2 initial result was 28 umol/l and the repeat result was 89 umol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative flushed the vacuum paths and valves. He replaced the diaphragms where he found a partial tear. He confirmed the analyzer was then running within specifications. The investigation confirmed the service actions resolved the issue as no further issues have occurred.